Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; it is unknown if the patient was reimplanted with a new device. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
The patient was reimplanted with a new device (B)(6) 2011. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced pain with stimulation. Reprogramming attempts did not alleviate the problem and the patient is no longer receiving benefit from the device. It is unknown whether there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2011. The implanted device remains.